Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that patient said that was healing okay and then last week all of a sudden started feeling shocks primarily when sitting, like sciatica on the left buttock area. Patient said that happened while sitting in church yesterday, said might have crossed their legs and felt again this morning when was standing. Patient said that the occurrences are intermittent. When asked, patient said that towards the end of healing phase did have a slight fall going up some stairs. Nothing else, said hasn't even started using the peloton exercise bike. Patient said that they have switched programs and decreased the setting however is still experiencing the shocks. Patient said that they just turned the stimulation off this morning and so far the shocking has stopped. Patient said that there is bulging at the lead site and said it has been like that since implant. Patient said that feels like a pulling sensation at the lead and ins site. Patient said started to feel nauseated as well. Patient said that since stimulation has been has been off still feels uncomfortable. Patient said that did contact the surgeon and the surgeon has ordered x-rays and patient said is waiting to hear back from the radiology department. Patient said that since switched programs and decreased setting that isn't having as good of symptom control, finding has to wipe more. Patient also mentioned that since implant has experienced pain in left lower back and at time seems like left leg is affected. Redirected patient to continue working with healthcare professional (hcp) for troubleshooting.